Event description:
It was reported the patient¿s implantable neurostimulator (ins) site was sore and tender and was irritated when the patient tried to recharge. The reporter stated that reaching over was difficult because the ins was implanted in their lower back just under their ribcage. It was noted the patient tried to use additional spacers when charging, but that did not help as the number of coupling boxes kept on changing. It was further noted that there was some swelling and the ins moved around a bit, but the patient was not sure if the ins or tissue around the ins was moving. The reporter stated the ins level was down to a quarter and she did not want the ins to deplete completely. It was noted that the patient had an appointment scheduled for (B)(6) 2013. Additional information received reported the area around the ins was swollen. It was noted the ins was placed up high. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown and the problem had gone away. It was noted that the patient did not require hospitalization.